Manufacturer narrative:
H10: additional narratives . Updated h6 per new information received.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic valve underwent a valve-in-valve procedure due to unknown reason after an approximate implant duration of 14 years. A non-edwards valve was implanted in replacement.